Event description:
Hung new hypdromorphine syringe at 0900. Syringe, concentration, and programming checked by nursing staff. Set syringe infusion volume to 48cc. In the afternoon, pump was beeping for empty syringe yet there was nearly 20cc volume remaining. Programmed more volume into the pump. Later, syringe was almost empty; nursing staff totalled volume (basal + boluses) patient should have received, as indicated on pump delivery record. Total volume should have been 72mls. The drug comes in a 50cc syringe and was not empty. Placed the patient on a different pump. No patient harm.